Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device¿s jaws were unable to close. They also noted that they were able to squeeze the handle. There was no patient involvement.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Visual inspection of the ins trument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. In addition; each device is inspected during manufacturing to confirm the presence of a full clip complement. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device¿s jaws were unable to close. They also noted that they were able to squeeze the handle. Some of the clips were able to load properly into the jaws during use and clips were able to be fired but some of the clips were malformed. They changed to a new one to resolve the issue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.